Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked reservoir tube lip. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level 49 mg/dl. Customer was treated with food. Customer had blood glucose level of 100 mg/dl. Customer was alleging insulin pump for over delivering. The insulin pump will be returned for analysis.